Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other brands of rapid antigen testing. An estimated 2 additional consumer events were communicated which are captured on separate reports. 1 lot number was provided but it is unknown if the same lot number was used for all quickvue otc testing.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: email.